Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air reamer device motor power was too low. It was further determined that the device failed pretest for status of development, free movement, trigger function, immediate stop, function of forward and reverse mode, excessive noise, air leak, power with test stand (minimum 190 watt to 260 watt) and starting behavior at 2 bar. It was noted in the service order that the device had wear of internal and external components while in use with the air oscillator device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.